Event description:
Date is approximate. Infant arrested when epinephrine drip leaked from cracked arrow/walrus stopcock #w21261. Rptr has had numerous problems with this same stopcock cracking/leaking.